Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment, which was completed by releasing the exposure foot pedal and completing a cine run instead of fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the system produced an error message of ¿generator is starting up. X-ray not possible¿. Review of the system log files showed x-ray generator errors and warnings, and tube current was out of range. Upon troubleshooting, fse identified a generator issue. To resolve the issue, fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis, which found that the tube failed with a vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a microleak in the cathode ceramic. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced an error message of ¿generator is starting up. X-ray not possible¿. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.